Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1902122. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the syringe was observed packaged without the needle shield. It has been concluded that the shields were lost during the packaging process due to low fitting force. If the shield is not properly assembled, as the needles move through the feeder mechanism of the packaging machine, the shield may become detached. To avoid this situation, a needle length detector is set up to reject any product that does not reach a specified distance. For this instance, the faulty product went undetected. The detection system is allocated in the primary packaging machine and inspects one hundred percent of product. The detection system is positioned to detect the absence of product in the cavity, if no needle is attached to the syringe, and if there is no needle shield attached. The accuracy for the no-needle detection is very high (one hundred percent effectivity), but in the case of accuracy for the no needle-shield detection, it can be much more difficult to identify. The system is challenged every 8 hours and our quality team is continuously trying to improve the detection system for identifying needle shield absence. Upon receiving this report for lot 1902122, the production line used was reviewed and it was confirmed that the production line currently has the capability to detect needles without shields. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 an emerald had no needle cap and the nurse received a needle stick injury. This occurred on 6 occasions. The following information was provided by the initial reporter: when the nurse took the product, there was no needle cap during the opening process, which stabbed herself. She is currently undergoing blood tests to rule out infections.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 an emerald had no needle cap and the nurse received a needle stick injury. This occurred on 6 occasions. The following information was provided by the initial reporter: when the nurse took the product, there was no needle cap during the opening process, which stabbed herself. She is currently undergoing blood tests to rule out infections.